Event description:
Description of event according to study (B)(6) : zenith alpha thoracic post market retrospective study): a type 1a-proximal endoleak was reported 196 days post-procedure. On (B)(6) 2024, the 74-year-old male patient was emergently treated for acute thoracic aortic dissection type b, including lower extremity malperfusion/ischemia, with placement of a zta-pt-38-34-167 (zone 2), a zdeg-p-38-204-pf, and 3 non-cook stents. The procedure included placement of a right covered iliac artery stent and angioplasty stenting of the right common iliac artery to the right common femoral artery. Procedure imaging revealed patent study device, covered left subclavian artery (revascularized), dissection extending from zone 3 to zone 9, patent thoracic false lumen and partially thrombosed abdominal false lumen with source of flow unknown for both, and no device issues. On (B)(6) 2024, follow-up imaging revealed development of a new entry tear at the aortic arch proximal to the left common carotid, dissection extending from zone 2 to zone 9, completely thrombosed thoracic false lumen, patent abdominal false lumen with source of flow unknown, non-patent zta-pt-38-34-167, no thrombus, no device issues. An ae of type 1a-proximal endoleak was entered for the same date. No treatment was provided. The event is noted as related to the study device, procedure, and the treated aortic disease. Additional information provided: ¿the computer tomography (CT) scan on (B)(6) 2024 showed a type I endoleak at the proximal end of the zta graft with opacification of the periprosthetic space of the aortic arch (total transverse diameter of 68 mm). During a multidisciplinary discussion on (B)(6)2024, the surgeon planned to extend the graft by covering the aortic arch. A reassessment CT scan was performed on (B)(6) 2024 and showed that there had been no change in the size of the lesion. In view of the risk-benefit ratio of the operation, the patient, his family and the surgeon decided to continue monitoring and wait for the lesion to evolve before performing an operation.¿ patient outcome: the endoleak is noted as ongoing. No additional adverse events have been entered by the site. The patient remains in the study.

Manufacturer narrative:
Manufacturers ref# (B)(4). G4) similar to device marketed under PMA/510(k): p140016. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturer¿s ref# (B)(4). Summary of investigational findings: during a post market clinical follow-up (pmcf) study cook became aware of the event. On (B)(6) 2024, the 74-year-old male patient was emergently treated for acute thoracic aortic dissection type b with placement of a zta-pt-38-34-167 (zone 2) (complaint device), a zdeg-p-38-204-pf, and 3 non-cook stents. Pre-procedure aortic arch diameter was 68 mm, descending thoracic was 50 mm, and abdominal was 43 mm. The procedure included placement of a right covered iliac artery stent and angioplasty stenting of the right common iliac artery to the right common femoral artery. Procedure imaging revealed patent study device, dissection extending from zone 3 to zone 9, patent thoracic false lumen and partially thrombosed abdominal false lumen with source of flow unknown for both, and no device issues. On (B)(6) 2024, follow-up imaging revealed a type 1a endoleak (current complaint) into a new false lumen since the thoracic false lumen reported to be partially thrombosed on 6-month follow-up. Dissection extending from zone 2 to zone 9, partially thrombosed thoracic false lumen, patent abdominal false lumen with source of flow unknown, patent zta-pt-38-34-167, no thrombus, no device issues. The type 1a endoleak was at the proximal end of the zta graft with opacification of the periprosthetic space of the aortic arch (total transverse diameter of 68 mm). The site commented that the endoleak occurred due to insufficient seal of the stent graft to the vessel wall. The event is noted as related to the study device, procedure, and the treated aortic disease. During hospitalisations between (B)(6) 2025, it was found that dissection surgery appeared to be the cause of bleeding in the duodenum, which was exacerbated by type 1 endoleak. Decision to reoperate has been taken and on (B)(6) 2025 the following treatment was performed: disconnection and reconnection of the supra-aortic trunks, wrapping of the ascending aorta and placement of an graft from zone 0 to zone 5 covering the zta graft. Unscheduled visit on (B)(6) 2025 showed that the thoracic false lumen stadig patent with unknown source, the secondary intervention was not succesful and the endoleak was still present. The complaint reported by the user was confirmed. Complaint is confirmed based on customer and/or sales representative testimony. The device evaluation could not be performed as the device or photographic evidence of the device was not returned for evaluation. Complaint event is related to the implanted stent graft. This complaint originates from a retrospective post market study where images are not collected. A review of the manufacturing records and/or specifications did not reveal any discrepancies/nonconformances that could have contributed to this complaint issue. The investigation concludes the complaint device was manufactured to specification. There is evidence to suggest that user did not follow the instructions for use and/or label. According to the IFU (instruction for use), the safety and effectiveness of the zenith alpha thoracic endovascular graft and ancillary components have not been evaluated in the patient with dissections. Additionally, undersizing or oversizing may result in incomplete sealing or compromised flow. The device was used in a manner inconsistent with the product labelling and/or instructions, therefore it is unknown how the device will function. A definitive cause could not be determined from the investigation. Possible causes for the reported type 1a endoleak (1a flow into the false lumen) are the dissecting anatomy and undersizing of the stent graft in relation to aorta diameter of 68mm. An internal action is not deemed necessary at this time. Trending will monitor if any future actions are required. After considering this event the risk associated with the use of this device is still deemed adequate. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer¿s ref# (B)(4). Summary of investigational findings: during a post market clinical follow-up (pmcf) study cook became aware of the event on 10jan2024,, the 74-year-old male patient was emergently treated for acute thoracic aortic dissection type b with placement of a zta-pt-38-34-167 (zone 2) (complaint device), a zdeg-p-38-204-pf, and 3 non-cook stents. The procedure included placement of a right covered iliac artery stent and angioplasty stenting of the right common iliac artery to the right common femoral artery. Procedure imaging revealed patent study device, covered left subclavian artery (revascularized), dissection extending from zone 3 to zone 9, patent thoracic false lumen and partially thrombosed abdominal false lumen with source of flow unknown for both, and no device issues. On (B)(6) 2024, follow-up imaging revealed a type 1a endoleak (current complaint) into a new false lumen since the thoracic false lumen reported to be completely thrombosed on 6-month follow-up. Dissection extending from zone 2 to zone 9, completely thrombosed thoracic false lumen, patent abdominal false lumen with source of flow unknown, non-patent zta-pt-38-34-167, no thrombus, no device issues. The type 1a endoleak was at the proximal end of the zta graft with opacification of the periprosthetic space of the aortic arch (total transverse diameter of 68 mm). No treatment was performed. The surgeon chose wait-and-see approach. The site commented that the endoleak occurred due to insufficient seal of the stent graft to the vessel wall. The event is noted as related to the study device, procedure, and the treated aortic disease. Review of the device history record gave no indication of the device being produced out of specification. According to the IFU (instruction for use), the safety and effectiveness of the zenith alpha thoracic endovascular graft and ancillary components have not been evaluated in the patient with dissections. Consequently, the use of the complaint device is outside of the intended use. This complaint includes retrospective data. No images were provided for the investigation and based on the reported information, it cannot be ruled out that the use of the zta device for treatment of a type b acute dissection could have contributed to the reported type 1a endoleak. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
Additional information received 11dec2025: during hospitalisations between (B)(6) 2025, it was found that dissection surgery appeared to be the cause of bleeding in the duodenum, which was exacerbated by type 1 endoleak. = decision to reoperate. Patient outcome: additional information received 11dec2025: on (B)(6) 2025: disconnection and reconnection of the supra-aortic trunks, wrapping of the ascending aorta and placement of an graft from zone 0 to zone 5 covering the zta graft.¿ they also entered secondary intervention data and an uns visit on (B)(6) 2025. Additional information 15dec2025: exacerbation of by type 1 endoleak. = decision to reoperate.

Manufacturer narrative:
Manufacturer¿s ref# (B)(4) investigation is still in progress this report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.